Event description:
As reporter was moving a pt's crib into the room, the corner of the crib inadvertently bumped the release button on front of the monitor, releasing the monitor. The monitor then fell from the arm on which it was mounted and landed on the floor. Fortunately, the pt who was in the crib, was not in the vicinity of where the monitor fell. No one was injured. Reporter was in front of the monitor, but it did not fell on them.